Manufacturer narrative:
This report is being sent to provide new information in d6a (implant date).

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown reason. No additional adverse patient effects were reported. This crt-d is expected to be returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted for an unknown reason. No additional adverse patient effects were reported. This crt-d is expected to be returned for analysis.